Event description:
During surgery the patient's retroperitoneum was damaged while being rolled between two instruments. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue. The following sections have been updated: b4, g6, h2, h10 and b4, e1, h2, h6, h10.